Event description:
It was reported that the patient experienced a change in therapy effect approximately two weeks ago with the following symptom of increased baseline spasticity. A critical alarm was heard and confirmed by telemetry. Pump messages "reset occurred - low battery. Safe state occurred" were noted multiple times in the logs on (B)(6) 2012. The patient did not recall hearing the alarm but the nurse heard it. The patient was "stable" and "doing pretty good now and put on (B)(4) (oral)". A rotor study and dye study was not performed. The pump was replaced and returned to the manufacturer for analysis. It was stated that the patient recovered without sequelae. The device system was used to deliver fentanyl and lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: an hcp indicated the cause of the event was due to the pump in regards to premature battery depletion. The increased spasticity was noted to have occurred as early as (B)(6) 2012. It was further noted however, that the patient had been diagnosed for bladder infection of which had caused an increase in spasticity in the past. A physician had decided to postpone a scheduled pump refill on (B)(6) 2012 until results of a CT scan was available. A CT scan was performed later on (B)(6) 2012 (results not reported). No pump alarms were heard by the patient's wife. The pump as reported previously was replaced; following the pump replacement the patient was doing well and the patient had recovered without sequela.

Manufacturer narrative:
Analysis of the pump (B)(4) found a pump motor feedthrough anomaly. The initial alarm test showed a reading of 83.6 db. Minimum spec is 70.0 db. Further alarm testing was done. Alarm pin test results were as follows. Peak to peak voltage was 6.64 vdc. Battery voltage, at the time of test was 2.85 vdc. Spec is the peak to peak voltage needs to be at least twice the battery voltage, which it is. Further battery testing was also done. The calculated battery resistance was found to be 213.6 ohms. Maximum spec is 317 ohms. Bridging was found across the m1 feedthru, causing the motor stalls and low battery resets found in the pump logs.

Manufacturer narrative:
Product ID 8703w lot# l37626 serial# implanted: 1996-(B)(6) explanted: product typ catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).